Manufacturer narrative:
Product has been returned; evaluation is pending.

Event description:
During a left frontal burr hole for fenestration of a large cyst, the jaws of the grasper locked in open position while inside the flexible scope; which was in the patient, requiring the scope with graspers to be removed from the patient. The procedure was completed without use of another grasper. There was no harm to the patient..